Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer' mother reported via phone call that the patient experienced high blood glucose blood glucose of 437 mg/dl. Customer¿s current blood glucose was 320 mg/dl. The customer did experienced the symptoms such as vomiting. The customer treated with the manual injection. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. Based on customer report customer did not allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.